Event description:
It was reported that the torque wench tip broke off when trying to loosen the peg so the surgeon had to use a burr to cut off the hinge post to remove the whole femur. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign report source - south africa. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photographs were received; therefore, the condition of the components is unknown. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.